Event description:
It was reported that a high drain alarm occurred on a homechoice (hc) machine during drain 1 of 4. This alarm indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume, indicating an increased intra-peritoneal volume (iipv) event. The total ultrafiltration for the therapy was 2926ml. The technical service representative (tsr) explained the alarm to the patient. No patient injury or medical intervention was indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). Device manufacture date: the device was manufactured in 1995. The device was not returned; therefore, a device analysis could not be completed. A device history record review and a service history record review were performed and revealed no issues that could have caused or contributed to the reported problem. Consequently, the problem was not confirmed and the cause remained undetermined. Should additional relevant information become available, a supplemental report will be submitted.